Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation of mitraclip(cds0705-xt; 40812r1055), both the grippers was unable to lower. The grippers functioned as intended after 3 attempts of troubleshooting. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay reported.